Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation event site full name: (B)(6) medical center.

Event description:
It was reported by the customer that during an inspection by hospital staff, cardiosave intra-aortic balloon pump (iabp) has internal test error: code #6" occurs when powering on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and the issue was resolved by manually performing touch screen calibration. We have confirmed that the device is working properly after turning the power on and off multiple times and pumping for 10 minutes. All functional and safety checks performed to meet factory specifications.